Event description:
It was reported that the patient was hospitalized due to a hematoma in the right groin post their implant procedure on (B)(6) 2023. The hematoma was treated and the patient was being evaluated for suspected pseudoaneurysm. There were no noted complications during the procedure. Additional information has been requested.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Three attempts were made to contact the physician to gather additional information but the site was not responsive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.